Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noisy signals and low out-of-range pace impedance measurements. Subsequently, the rv lead was surgically abandoned and replaced. The suspected cause was insulation damage, however this was not confirmed visually during the revision procedure. During the procedure, the rv lead exhibited high out-of-range pace impedance measurements when connected to the pacing system analyzer (psa). It was then suspected that the rv lead had been cut or fractured at that point. The device was explanted. No additional adverse patient effects were reported.